Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a loose black wire at the working elbow. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the damage to the black wire was noted after washing in the sterile processing department. No interoperative collisions or loss of cautery were noted and the procedure was completed with the same instrument during the prior procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and completed the device evaluation. The permanent cautery hook (pch) instrument was analyzed, and the reported failure could not be confirmed nor reproduced. There was loose black wire observed during visual inspection. The instrument articulated as expected during manual articulation. The cautery hook moved properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.